Manufacturer narrative:
Device evaluation did not show any malfunction. Surgical guide followed the doctor's treatment plan. For the surgical guide remake, doctor modified his treatment plan.

Event description:
Upon retrospective review, it was determined that this case is MDR. The doctor used the drill punch through the surgical guide. Doctor took off the guide and visually inspected the site. He determined that the tissue punch was too close to tooth #26. Doctor closed up the patient and postponed the surgery.